Event description:
The physician was treating a male patient who presented with a distal left internal carotid occlusion. The pt had a history of two previous strokes with no deficits. During cerebral angiogram and mechanical thrombectomy of the left middle cerebral artery, the merci retriever x6 was deployed. The retriever x6 fractured in the left middle cerebral artery. The physician attempted to retrieve the detached tip but was unsuccessful. The information on the pt's condition is not available despite repeated attempts to obtain additional info from the site.

Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed. The manufacturing records for merci retriever x6 devices shipped to swedish medical center, lot number 32193, were reviewed and no anomalies were found that are related to this complaint.